Manufacturer narrative:
Rep units will be returned for eval. The device history records will be reviewed and upon completion of the investigation a supplemental report will be filed.

Event description:
It was reported that while using a bd micro-fine ultra insulin pen needle, the needle broke off. The pt was x-rayed and the x-ray showed three small lines. As of (B)(6) 2014 there has been no report that the pt required surgery or any other med interventions.